Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the vascular surgeon deployed the 18f manta closure device per IFU. After deployment, heavy bleeding from the site continued. At this point the physician proceeded with a surgical cut down to repair the artery and explantation of the mana device. During the tevar procedure, there were difficulties advancing the tevar device. Multiple sheath exchanges did occur along with ballooning of iliac artery. Additional information on (B)(6) 2022: during a tevar placement, ultrasound and micro puncture single access was obtained without difficulty. Access was in the left cfa and located centrally in the common femoral head. Left cfa vessel size measured at 9.4mm and had mild posterior calcification, and mild to moderate tortuosity in the iliac arteries. Manta depth was measured at 2.5cm. Prior manta deployment, bp was in the 116/77mmhg, and heparin was administered intravenously. The manta was deployed at the measured deployment depth. During the surgical cutdown, the manta device was explanted. The patient's condition is reported as stable post-surgery, and the artery was successfully repaired with no complications.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were submitted and reviewed by the investigative team and indicate a possible high stick. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tevar procedure, an 18f manta was deployed for closure in the left femoral artery. A central positioned access was gained utilizing ultrasound and micropuncture. The arteriotomy was 9.4mm with mild posterior calcification, mild to moderate tortuosity in the iliac, and a depth measurement of 2.5cm. During the initial procedure, difficulties were encountered advancing the tevar device through the sheath. Multiple sheath exchanges and ballooning occurred in the iliac. Following manta deployment, heavy bleeding continued. The physician determined the manta was no longer an option and proceeded with a surgical cut down, explanting manta, repairing the vessel, and addressing the bleed. The root cause of manta not being effective in creating hemostasis was possibly due to the combination of arterial damage caused by complications during initial sheath exchanges prior to manta deployment; and a high access site which can cause the manta implant to not catch on the vessel properly during deployment, causing an ineffective seal at the access site. The IFU warns do not use manta if there is marked tortuosity of the femoral or iliac artery. The safety and effectiveness of the manta device has not been established in patients who are suspected of having intra-procedural complications at the femoral access site before sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. As precaution, if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Other access site complications leading to bleeding, possibly requiring surgical repair is identified as a potential adverse event related to the deployment of vascular closure devices.